Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. There were no issues were noted with the profile of the device's tip. The stent was damaged at both ends due to "dogboning" where a minor positive pressure has been applied to the balloon causing the stent to flare at both ends, followed by withdrawal of the device aggravating the damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. A visual and microscopic examination found no issue with the profile of the device's markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-01706. Reportable based on device analysis completed on 07-may-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non- totally occluded, de novo target lesion was located in the severely tortuous, severely calcified and 2.5mm -2.75mm in diameter left circumflex artery. The lesion was predilated and a 2.75x38mm promus element¿ plus stent was advanced but was unable to cross the lesion despite repeated attempts. Then a 2.50x24mm promus element¿ plus stent was advanced and deployed in the target lesion. During post dilation of the recently implanted stent, it was noted that there was a proximal edge deformation on the stent. A 2.5x16mm promus element¿ plus stent was then deployed overlapping the proximal edge of the 2.50x24mm promus element¿ plus stent and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.